Event description:
As reported by the user facility: under infusion. (B)(4), reports pump alarms infusion complete and has total infused as total that was set, but the bag is still about 1/3 full. Pump reprogrammed with remaining amount to complete infusion. Ref: # 9610825-2014-00069.